Event description:
It was reported that the pulse generator exhibited backup vvi mode.

Event description:
It was reported that the device exhibited premature battery depletion.

Manufacturer narrative:
Final analysis found no output and telemetry during interrogation. The battery was below end of life voltage level due to normal battery depletion. After replacing the battery, normal device function ensued. The pulse generator was received approximately 2.83 years after explant.